Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with trace diffuse lamellar keratitis in both eyes one day post lasik. The topical steroids were increased. Additional information received states that the patients symptoms have resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.